Event description:
Litigation papers allege patient has suffered serious injury and has developed severe arthritis, bursitis, and scar tissue in the right hip. It is also alleged the right hip procedure has also caused patient to develop discrepancies between the length of her legs, which has led to severe podiatric problems, restricting work and physical activity. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to high metal ion levels.

Event description:
Litigation papers allege patient has suffered serious injury and has developed severe arthritis, bursitis, and scar tissue in the right hip. It is also alleged the right hip procedure has also caused patient to develop discrepancies between the length of her legs, which has led to severe podiatric problems, restricting work and physical activity. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.